Event description:
It was reported that a skin irritation causing excessive redness and itching had occurred while wearing the pod on the abdomen for longer than 48 hours. The patient visited a healthcare provider and was prescribed cortisone cream for treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.